Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation, the legal manufacturer¿s investigation and device history record (DHR) review. The suspect device was returned to olympus and evaluated. The reported problems could not be confirmed and a root cause could not be determined. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that, since the reported problem could not be reproduced during the device evaluation, the likely cause of the event was an accidental failure of the lamp button or operation of the lamp button while the power was not turned on.

Event description:
The user facility reported the following additional details associated with the event: the light source was not giving the green light indication of stand-by or lamp and the end users also reported the processor connection for the scope was found loose.

Manufacturer narrative:
The suspect device has been returned to olympus, however, the evaluation has not been completed at this time. Once the investigation is complete, the results will be submitted in a supplemental report.

Event description:
A user facility reported to olympus that the device's on/standby switch was having an issue and that the end-users were having a hard time activating it and it would not work. There was no patient injury or harm, associated with the problem, reported to olympus.